Event description:
Pt had a medtronic drug infusion system pump implanted. Pt required a revision, or repair, for a catheter kink. This mandated a re-opening of back incision to get to the catheter attached to spine. The catheter was "spliced" back together. After months of a low-grade spinal headache it was discovered in 1999 that the catheter was "sheared" in two. Then another repair was made to replace the entire catheter and 2 incisions were required, necessitating an overnight hosp stay. This year x-rays confirmed that yet again the catheter was sheared and surgery is necessary again, this time more difficult, more pain involved. This has caused great distress, financial difficulty and pain because of apparently faulty catheters.